Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. No visual defects related to the reported issue were identified during inspection. Functional testing on the surgeon side console fixture test platform (sftp) system resulted in failure on axis 3. An applied behavior analysis (aba) swap was performed on the axis 3 motor, confirming the motor assembly as the root cause of the failure. To correct the issue, the axis 3 motor assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that they were unable to deploy for docking. An intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed the system logs showed error 23008 and 23013 on the left master tool manipulator (mtm) on the surgeon side console (ssc) 1. The customer confirmed there were no obstructions on the master tool manipulator (mtm) to prevent homing. The customer elected to disconnect the dual surgeon side console (ssc) and proceed as a single console configuration which allowed docking. The procedure was completing as a single ssc system with no reported injury.